Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an unruptured, saccular, recanalized, previously clipped aneurysm with a wide neck measuring 10mm located in the ophthalmic segment of the right ica (internal carotid artery). During the pipeline deployment, it was reported that the pipeline required balloon angioplasty to fully oppose the vessel wall (an option presented in the instructions for use, u.s.). No patient injury was reported as a result of the procedure.